Manufacturer narrative:
(B)(4) date sent: 10/30/2024 d4: batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the surgical trocar had a defect in the nozzle, which was broken and leaking. Replaced the device with another, allowing the procedure to be completed without complications or harm to the patient.

Manufacturer narrative:
(B)(4). Date sent 7/3/2025 d4 batch #y7012c investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the d12lt device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. A leak test was performed and the device was noted to leak inserting and removing the test probe through the device. In a further analysis, the device was disassembled for further examination. Disassembling inner seal found two tears in the 12mm bellows. Nothing observed in seal or protectors. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch y7012c number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2025 d4: batch #y7012c investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the d12lt device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. A leak test was performed and the device was noted to leak inserting and removing the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. No conclusion could be reached as to what might have caused the reported event. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.